Event description:
During a percutaneous transluminal angioplasty to the superficial femoral artery, the needle of the outback re-entry catheter (otb42120) deployed through the catheter and not through the needle track. Another outback catheter was used without any difficulty. There was no injury to the pt. The product will be returned.

Manufacturer narrative:
This product is available; however, it has not been received for analysis as stated. Additional info will be provided within thirty days of receipt.